Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) also has a cardiac contractility modulation (ccm) implant. The field representative called for review of presenting electrogram (egm) as there was concerns of noise markers on the atrial channel. Technical services reviewed and noted the noise is from the ccm implant and confirmed there was oversensing of noise. Ts recommended interaction testing and device re-programming. At this time, the device remains in service. No adverse patient effects were reported.